Event description:
It was reported that during a stenting treatment procedure, a vessel dissection, hypotension and patient death occurred. Using the femoral approach, the procedure treated the de novo, 80% stenosed, 5.0x12mm concentric target lesion located in the moderately calcified distal left main coronary artery. There was no vessel tortuousity. Pre-dilation was performed with a 2.5x15mm maverick2 monorail balloon and an unspecified 3.0mm balloon. Next a 4.0x16mm promus element stent was advanced and deployed in the target lesion. "For optimum apposition the physician post dilated with an unspecified 5.0mm nc balloon" and a type a vessel dissection occurred. During the 2nd inflation, the patient experienced sudden hypotension and cardiac arrest and died on the table.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).